Event description:
Procedure type: lap appendectomy. According to the reporter: upon insertion of the trocar, the retracting shield cracked and broke, also the plastic blade broke. The blade and the piece were within the abdominal wall. The blade and piece was retrieved by lengthening the size of the incision to accommodate a 12mm port. Or time was delayed 20 minute. No pt injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).